Event description:
It was reported that the patient's artificial urinary sphincter was revised due to unspecified reasons on (B)(6) 2018. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The issue was diagnosed during a clinical exam. The device was removed. The patient's current condition was excellent. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device was replaced with a new system. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.